Event description:
It was reported that the breathing rate fluctuates irregularly while using the product. There was known patient involvement and no patient harm reported.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was unable to be duplicated. The root cause is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.